Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's medtronic diabetes therapy consultant reported via email that the patient was hospitalized for high blood glucose. The patient is too active for infusion sets; the sets keep falling out. When the patient was hospitalized he was not sure if the insulin pump was delivering or not. The cannula had come out of the customer and he found that it was bent. He has since decided to take a break from insulin pump therapy. Assistance from the 24-hour helpline was declined. No products were shipped or returned.